Event description:
It was reported there were impedances out of range. Patient had surgery to replace battery due to normal depletion. When the health care provider (hcp) attached the battery to already existing lead and extension all impedances were out of range. The hcp then unscrewed set screws, disconnected battery, retightened screws, and reconnected battery again. All impedances were within normal range except for electrode combos with electrode 1. Electrode 1 combos had greater than 40000 ohms. It was noted the hcp did not wish to troubleshoot impedances further and decided to close and leave new battery implanted. It was also noted the patient would be programmed using case and electrode 0. It was unknown if patient had impedance issues with prior system prior to battery replacement. Follow up reported there were no lead fractures noted. It was also noted there was no issue, just a question interpreting high impedance values. There was no intervention needed. Patient was programmed with their original settings. No further information was reported.

Manufacturer narrative:
Product ID 748240, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7482, serial #(B)(4), implanted: (B)(6) 2003, product type extension; product ID 7426, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 3389-40, lot # j0337471v, implanted: (B)(6) 2003, product type lead; product ID 3389-40, lot # j0337471v, implanted: (B)(6) 2003, product type lead. (B)(4).